Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d9 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: swelling of the needle screw in the center of the brush, resulted in the breaking off of the brush. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the cleaning brush bristle easily falling out. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.